Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and oversensing which triggered a lead integrity alert (lia). Lead fracture at proximal end in pocket was noted during lead replacement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.